Event description:
Patient was admitted to the hospital for revision of left total arthroplasty secondary to a failed left medial unicompartmental arthroplasty of the knee with a fractured femoral component. At the time of surgery the femoral component was seen to be fracturedat its mid point transversity and the posterior fragment was grossly loose. There was significant polyethylene wear. Patient requested possession of failed implant which was granted by the hospital.